Event description:
It was reported that the customer had motor error alarms on his or her insulin pump. The customer's blood glucose was unknown at the time of reporting. No additional information was reported

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.